Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-frequency output was applied while a surgical instrument was near the endoscope. The event is detectable and preventable by handling device in accordance with the following section of instructions for use: chapter 3 preparation and inspection/important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.